Event description:
It was reported that a loss of telemetry monitoring occurred for 8 patients for approximately 24 hours due to a presumed network related failure. No alternate monitoring was available during this time. There were no pt injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.